Manufacturer narrative:
The manufacturer did not receive device or other source documents for review. Three x-rays were received. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Manufacturer narrative:
It was reported that the znn nail broke through the lag screw hole. X- rays, performed on an unknown date after the primary implantation of the nail, were received. On the first image was well visible that 2 drill holes were performed at the level of the distal screws but no screw was placed. Light signs of bone osteolysis in the region of lesser trochanter, probably due to the mentioned tumor treatment, were visible. Despite that, the product seemed to be well positioned. On the second x.ray, the nail and the bone appeared broken, as reported in the event details, at the height where the "cephalic screw" was positioned. The bone in the two distal holes was partially reconstructed and there were still no signs of screws, suggesting that they were never implanted. Implantation report, dated (B)(6) 2014: indication: tumor derived preventive osteosynthesis treatment at level of lesser trochanter in left femur. Procedure: placement of zimmer znn nail, length 21, diameter 11.5 in the left femur to treat osteolitic patient. It stated that the surgeon tried to place distal screws without success. Despite that, the surgery was concluded without insertion of these screws since the surgeon was satisfied with the stability of the device. Revision report, dated (B)(6) 2015: indication: treatment of sub-trochanteric fracture with nail breakage at superior left femur region. Procedure: removal of the broken nail and insertion of a hip stem, head and cup (total hip arthroplasty performed). No other conspicuous information. Devices analysis: the broken nail was returned for investigation together with the lag screw and the set screw. The lag screw surface was highly damaged on the outer surface. The nail was broken through the lag screw hole. The fracture surface showed clear wave like signs indicating a clear fatigue stress fracture. The proximal part of the nail showed scratches on the inner surface, compatible with the surface damage on the lag screw and with the tip damage on the set screw. On the distal part of the nail, close to the holes dedicated to the distal fixation screws, there awee two small holes visible. Based on the given information and the results of the investigation, we could identify a root cause for this issue. The surgeon was not able to place the distal screws which guarantee longitudinal stability of the implant. Pore bone condition caused by tumour derived osteolysis, paired with unstable implant led to early breakage of bone and implant. According to surgical technique for zimmer natural nail system, at least one distal screw should be placed during implantation. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the pt was implanted a znn cmn nail 11.5mmx21.5cm 135l on the left side on unk date. The pt was revised on (B)(6) 2015 due to the breakage of the nail at the level of cephalic screw.

Manufacturer narrative:
Additional information was received on (B)(6) 2015 and was added to the case. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
Additional information: it has now been reported, that the znn cml nal 11.5 x 21.5 cm 135 l was implanted on the left side on (B)(6) 2014.